Event description:
Consumer called again to report getting erratic readings within a short period of time. Analysis run on clark error grid using mean avg reading (190) as ref. Point vs. Bd readings of 22, 230, 227, 281 yielded data points in the e zone of the grid, outside of acceptable limits.